Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: galaxy coil (640cf0515/17128571), microcatheter (details unknown), lvis stent (details unknown).

Event description:
It was reported by the hospital contact that one galaxy coil (640cf0515/17128571) sheath appeared to tear and the coil could not advance in the microcatheter (details unknown). The second galaxy coil (640cf0515/17128571) was difficult to detach and 8mm of coil tail remained between the lvis stent (details unknown) and the vessel wall in the parent artery. During stent/coiling of unruptured acom aneurysm, physician attempted to advance the galaxy coil (640cf0515/17128571) into the microcatheter. Coil sheath appeared to tear and physician could not advance the coil anymore. Physician removed the coll and replaced with another galaxy coil (640cf0515/17128571) and completed the surgery. However, upon completion of elective aneurysm coiling, physician attempted to remove microcatheter and noticed that the coil did not detach. Physician attempted to advanced catheter over the coil tail without success. Physician detached the coil in the vessel as it was in between the vessel wall and an lvis stent. A 8mm of coil tail remained between the stent and the vessel wall in the parent artery. Physician completed diagnostic runs to verify that there was no thrombus on the coil. Patient being kept on antiplatelet therapy due to her stent. The products will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that one galaxy coil (640cf0515/17128571) sheath appeared to tear and the coil could not advance in the sl-10 straight microcatheter (details unknown). The second galaxy coil (640cf0515/17128571) was difficult to detach and 8mm of coil tail remained between the lvis stent (details unknown) and the vessel wall in the parent artery. During stent/coiling of unruptured acom aneurysm, physician attempted to advance the galaxy coil (640cf0515/17128571) into the microcatheter. Coil sheath appeared to tear and physician could not advance the coil anymore. Physician removed the coll and replaced with another galaxy coil (640cf0515/17128571) and completed the surgery. There were no damages noted on the coil. However, upon completion of elective aneurysm coiling, physician attempted to remove microcatheter and noticed that the coil did not detach. Physician attempted to advanced catheter over the coil tail without success. Physician detached the coil in the vessel as it was in between the vessel wall and an lvis stent. Eight mm of coil tail remained between the stent and the vessel wall in the parent artery. Physician completed diagnostic runs to verify that there was no thrombus on the coil. Patient being kept on antiplatelet therapy due to her stent. The products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. The syringe was filled with saline from a dedicated source of saline. The syringe was used to successfully detach 7 coils (details unknown) after the event. Before attempting to detach the coil the syringe previously exceeded the green zone/position #3. The pressure was increased between 3 and 4. It appeared that the indicator was bleeding off which is the normal release indication. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. The syringe pressurized as intended when taken to the green detachment zone and the red alternative detachment zone. A non-sterile og tdl cmplx fill coil 5x15 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found unzipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope and no obstructions or damages were noted on them, just residues of dry blood can be observed on the embolic coil. Using a lab sample syringe 635-002, the orbit galaxy was purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot 17128571 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil ¿ protrusion into parent vessel¿ could not be evaluated. The failure reported by the customer as ¿coil ¿ difficulty to detach¿ was not confirmed during the functional test. The failure experienced by the customer and the damages found on the device could not be conclusively determined. Additionally inspections are in place which prevents this kind of failures from leaving the facility. Therefore, no corrective action will be taken at this time.